Event description:
During resusciation efforts, it became necessary to initiate a non-invasive pacer. Despite correct lead/pacer application, the pacer fired only when the cable/cassette joint was held in a certain position. Asecond pacer cable was used and fired appropriately through there was no caputre. The patient expired thirty minutes after resuscitation efforts.other devices involved: physio control defibrillator & physio control pacing cassetteinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.